Manufacturer narrative:
Approximate age of device - 2 years, 2 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on 2(B)(6) 2016. It was reported that the patient was admitted to the emergency room on (B)(6) 2018 due to failed attempt at a system controller exchange that resulted in loss of power to the pump for approximately 15 minutes. The patient received low flow alarms from the device and though that the system controller need to be changed. The patient had some mild chest tightness while the pump was off but the symptoms were resolved when the pump was turned back on. The log file was submitted for evaluation. The manufacturer¿s technical services representative reviewed the submitted log file and confirmed the reported pump stoppage when the patient attempted to exchange the system controller on (B)(6) 2018. The mcs equipment was operating as expected. No further information was provided.

Manufacturer narrative:
The patient remains ongoing on pump support. The reported pump stop was confirmed through evaluation of the submitted log file. The report of low flow alarms prior to the system controller exchange could not be confirmed. Review of the submitted log file showed a pump stop was captured on (B)(6) 2018 at 7:14pm due to the driveline being disconnected from the system controller. This event corresponded to alarms for driveline disconnected, low speed and low flow hazard. The driveline was reconnected at 7:38pm and the system resumed normal device operation. No atypical alarms were captured immediately prior to the reported attempt at system controller exchange. The only alarms captured prior to the disconnect were power cable disconnect alarms due to routine exchanges between power sources. No low flow alarms were captured for the duration of the log file. No atypical events were captured. The system showed normal device operation above the low speed limit for the remainder of the captured data. The hmii IFU warns against disconnection of the driveline and explains that doing so would result in a pump stop. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.